Manufacturer narrative:
The suspected device was returned for evaluation. The review of event log performed and found nothing related to complaint. A review of the available service history identified no previous related repairs within the last 12 months performed visual and functional inspection and found downstream occlusion, upstream occlusion test failed due to latch lock sensor defective. Customer complaint cannot be confirmed. The probable cause was unknown.

Event description:
It was confirmed during inspection of the returned pump that the latch lock sensor was defective. This malfunction would interrupt therapy if it occurred during patient use and could potentially affect the patient. There were no patient involvement and no patient harm.